Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that the slider switch of scope socket stuck inside the socket. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed error code e300 and the lights were blinking when turned on. The customer could not use the keyboard until the scope was connected. Once a scope was connected to the unit, everything worked normally. The issue was found during preparation for use in a diagnostic colonoscopy procedure. The procedure was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
The customer had the olympus representative check the cord because customer service said they would need to replace the maj-1933 cord and the olympus representative found it was not that cord. A call was placed to technical support center (tac). The trigger was checked to make sure it was free. Tac had the customer make sure the maj1933 cable was tight and the lamp as it was at 200 hours. Tac recommended reseating the maj-1933 if the error continued and replace the maj-1933. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: minor scratches on the top cover and front panel but was okay to use. The switch unit was up to date. The user issue was confirmed due to a scope socket slider switch stuck inside the socket giving error e300 and the front panel light was blinking. The scope socket required replacement. The olympus lamp life meter was reading over 200 hours, and light intensity output measured within specifications. The air pump pressure, and fan tested okay. The image stabilized normally with test equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.